Event description:
Initial result for a patient potassium was 7.5 mmol/l. When retested, the result was 3.6 mmol/l. The incorrect result was not used to guide therapy. The field service representive found the ise module was contaminated and repaired the instrument by cleaning the ise module.